Event description:
Additional information received indicated the device was later explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion was confirmed. Device was unable to be interrogated due to low battery voltage when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Battery analysis found clusters and insufficient elastomer to be the cause of the premature depletion.

Event description:
It was reported the device reached the elective replacement indicator. Premature battery depletion was suspected. Device replacement is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.